Event description:
It was reported that cartridge alarm occurred during load process and caller had cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, completed troubleshooting with technical support, and was provided replacement pump and replacement cartridges; technical support confirmed shipping details, instructed caller to place pump in storage mode and return it within 10 days using provided materials, and advised caller to reprogram pump settings and reconnect continuous glucose monitor on replacement device.